Event description:
It was reported that the insulin pump had a cracked screen. The blood glucose reading was 137 mg/dl. The customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.